Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. At this time, the customer has not responded to requests for additional information regarding this event. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator was generating "motor fault", "vent inop", "low pip", "low ve", and "high rate" alarms, while the device was on a patient. The events log included "post dac or adc error (8,4013,3057)." The patient was placed on another ventilator and there was no patient harm.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a vela main printed circuit board assembly (pcba), and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to the voltage at r608 measuring out of specification.